Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery casing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged broken belt clip rails and battery tube found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, battery tube threads cracked, and minor scratches on lcd window. In summary, customers alleged cosmetic damage located at the belt clip rails were not confirmed, however damage at the battery tube was confirmed by visual inspection where a cracked battery tube/threads were noted. Additionally blank display due to misaligned battery tube. (B)(4).